Event description:
The patient's spouse reported that the spouse came home and found the pt unconscious. The spouse used the suspect device to check the pt's blood glucose and the result was 89mg/dl. The spouse called the paramedics and their meter read 49mg/dl. The pt was transported to the hospital and treated for hypoglycemia with a dextrose IV. The pt was also given a sugar bolus, orange juice and food. Glucose control solutions were not used on the system. The suspect device was replaced with new product and authorized for returned for the manufacturer for eval.